Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Secondary findings include dust/ dirt contamination present inside the device and corrosion on metallic surfaces. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to third party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of power corrosion. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In addition to the above findings, it was also determined that the device need to be scrapped.

Manufacturer narrative:
H3 other text : device serviced by the third party service center.